Event description:
Corial broach tip broke.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records was not possible as the provided lot number doesn't appear to be valid. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.